Manufacturer narrative:
The pump was received with a frozen display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly and all buttons responded properly. The problem was isolated to the electronic assemblies. The keypad connector and keypad traces were inspected and no anomalies were noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer changed the battery and received a constant tone alarm. The patient's blood glucose at the time of incident was 231 mg/dl. The customer was unable to clear the constant tone with a battery change. The patient could not clear the tone by pressing act either due to an unresponsive keypad. The insulin pump was returned for analysis.